Manufacturer narrative:
An investigation has been conducted: it was reported that during an eviva breast biopsy procedure on (B)(6) 2026, the needle was tested without incident prior to the start of the procedure; however, after an incision was made to the patient and the needle was inserted into the patient's breast, the needle would not acquire tissue samples. It is reported that two tissue samples were acquired prior to the user experiencing the reported tissue acquisition issue. It is reported that the two samples were determined to be positive; however, the patient had two areas of calcifications and will need to return for another procedure due to the initial biopsy being aborted. The device was not available for return; visual and functional analysis/testing could not be conducted for the event described. The device was not returned for this complaint, and only limited patient-related information was provided. Investigation of this issue was conducted through customer-provided information, historical complaint review, analysis of similar events, and evaluation of product design. Root cause analysis did not identify a definitive root cause. The investigation included a comprehensive review of complaint data and risk assessments, but could not perform any testing procedures, because the device was not returned. Conclusion: the reported issue could not be confirmed because the device was not returned. A comprehensive review was conducted, including device history records, complaint data, and risk assessments. CAPA/hra/ncr/scar are not deemed required at this moment by this event. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: the DHR was reviewed for the corresponding lot, and no relevant risk factors were found in the manufacturing process.

Event description:
It was reported that during an eviva breast biopsy procedure on (B)(6) 2026, the needle was tested without incident prior to the start of the procedure; however, after an incision was made to the patient and the needle was inserted into the patient's breast, the needle would not acquire tissue samples. It is reported that two tissue samples were acquired prior to the user experiencing the reported tissue acquisition issue. It is reported that the two samples were determined to be positive; however, the patient had two areas of calcifications and will need to return for another procedure due to the initial biopsy being aborted. No further information is currently available.